Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the (B)(6) female patient's room, 1 month after placing the catheter in the patient's right femoral vein, the distal injection hub detached from the extension line. As a result, new kit has opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.